Event description:
Patient undergoing partial cecectomy. When dividing the mesoappendix, the ethicon powered endoscopic stapler was used with a gray load (the shortest staple height, recommended by ethicon rep [redacted] who was in the room). All protocols were followed per ethicon rep. After the stapler was fired, pulsatile bleeding was seen through the staples which had to be controlled with a clip applier. This is now the 3rd bleeding issue I have had with this stapler in the 4 times I have used it. This issue was not present with the medtronic product.